Manufacturer narrative:
An in office electrical evaluation was conducted and found that the outlet in the dental office was non-conforming, as it was not appropriately grounded for the connection to the 3m true definition scanner. Appropriate electrical safety measures (isolation transformer) are provided with the true definition scanner system. The 3m true definition scanner instructions for use does contain the warning, 'to reduce the risks associated with hazardous voltage and fire - use only a properly grounded power outlet; do not use extension cords or multiple portable power socket outlets.

Event description:
On (B)(6) 2016, it was reported that a male patient in (B)(6) experienced an electrical impulse during use of the 3m true definition scanner. .